Event description:
Caller stated on (B)(6) 2019 a nerve block infusion pump was placed in her neck for a nerve pain management. Right after implantation she was engulfed with fluid from her head to her extremities. She stated that the swelling was so bad that she called the medical team and was told to remove the catheter. The catheter was removed by her home health care nurse. She did not get any other feedback from the medical team regarding the adverse event. Caller stated that she is still experiencing swelling in her body and would like to know the properties of the product that was implanted in her.